Manufacturer narrative:
(B)(4).

Event description:
The patient had a defective pain pump in her for (B)(6). It never worked and caused the patient a lot of pain. The patient had two surgeries to get it out.